Event description:
A surgeon reported that during the intraocular lens (iol) implant procedure the lens flew out of the injector, the posterior capsule ruptured, the lens was removed and a vitrectomy was performed. The procedure was completed with another lens. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was provided which indicated an approved cartridge was used; however, an unapproved injector was used with the approved lens/cartridge/viscoelastic combination. Not enough info was provided to conduct a review on the cartridge lot. The product was not returned and not enough info was provided from the account for further investigation. Additional info indicated a failure to follow the dfu, an unapproved viscoelastic was used. The use of unapproved products may result in lens delivery difficulties or lens damage. Attempts have been made to obtain additional info by phone, fax, and mail. A completed questionnaire was not received. (B)(4).